Event description:
It was reported that insulin gauge displayed an amount different than expected on a previous day, with pump showing a fill estimate of 180 units while caller expected 100 units, and difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources for cartridge loading, and was advised by technical support to call back for troubleshooting if issue occurred again, which caller acknowledged.